Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient or procedural details to bard.

Event description:
It was reported that several months post placement of two stents for treatment of an occlusion in the proximal 1/3 of the left sfa of 240 mm length, one stent was found to be fractured. Reportedly, there were no difficulties during the stenting procedure. Pta was performed. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. Three cd's were received. The evaluation of the images provided revealed that two stents were placed in the sfa in overlapping technique; a short stent in the proximal position and a long stent in the distal position. On the basis of the evaluation of the images, a stent strut fracture could not be identified. Therefore, the reported event could not be confirmed. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre- and/or post-dilation as well as highly calcified vessels, the patient's condition or the vessel anatomy may result in an irregular stent placement and subsequent fracture. On the basis of the images provided, the target site was not tortuous but calcification was present. Reportedly, there was no difficulty during stent release and pre- and post-dilation was performed. On the basis of the information available and the evaluation of the images provided, a definite root cause for the event reported could not be determined. The IFU supplied with this device indicates that stent fracture is a potential adverse event that may occur. The IFU states: "cases of fracture have been reported in clinical use of the lifestent solo vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture." In addition, the IFU sufficiently describes the stent deployment procedure. Furthermore, the IFU states that pre-dilation of the lesion should be performed by using standard techniques and post stent expansion with a pta catheter is recommended. Updated 'event description' due to receipt of additional information. Updated 'additional event information" due to receipt of additional information and images.

Event description:
It was reported that 13 months post implantation of two stents in overlapping technique in the proximal 1/3 of the left sfa for treatment of a pre-dilated occlusion of 240 mm length, the stent in the distal position was found to be fractured (type 1 fracture). Reportedly, no difficulties were encountered during the initial stenting procedure, and post-dilation was performed. During the 24 months follow-up investigation, reportedly a type 2 fracture was detected. No additional intervention was performed for treatment of the stent fracture and there was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. The evaluation of the images provided revealed that two stents were placed in overlapping technique in the sfa; a short stent in the proximal position and a long stent in the distal position. On the basis of the evaluation of the images, a stent strut fracture could not be identified. Therefore, the reported event could not be confirmed. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre- and/or post-dilation as well as highly calcified vessels, the patient's condition or the vessel anatomy may result in an irregular stent placement and subsequent fracture. On the basis of the images provided, the target site was not tortuous but calcification was present. As reported, pre- and post-dilation was performed. On the basis of the information available and the evaluation of the images provided, a definite root cause for the event reported could not be determined. The IFU supplied with this device indicates that stent fracture is a potential adverse event that may occur. The IFU states: "cases of fracture have been reported in clinical use of the lifestent solo vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture." In addition, the IFU sufficiently describes the stent deployment procedure. Furthermore, the IFU states that pre-dilation of the lesion should be performed by using standard techniques and post stent expansion with a pta catheter is recommended.

Event description:
It was reported that 13 months post implantation of two stents in overlapping technique in the proximal 1/3 of the left sfa for treatment of a pre-dilated occlusion of 240 mm length, the stent in the distal position was found to be fractured. Reportedly, no difficulties were encountered during the initial stenting procedure and post-dilation was performed. No additional intervention was performed for treatment of the stent fracture and there was no reported patient injury.